Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: tritanium revision acetabular; cat# unknown; lot# merjt5, 6.5 gap screw 1 of 5; cat# unknown; lot# unknown, 6.5 gap screw 2 of 5; cat# unknown; lot# unknown, 6.5 gap screw 3 of 5; cat# unknown; lot# unknown, 6.5 gap screw 4 of 5; cat# unknown; lot# unknown, 6.5 gap screw 5 of 5; cat# 623-00-40g; lot# unknown, delta un.fem hd 40mm r40 16/18; cat# 6519-1-040; lot# 30897012, uni adaptor sleeve v40 ti; cat# 6276-1-025; lot# 26799901, 25mm mod rev hip body/bolt stdcomponent level 9006-1-025; cat# unknown; lot# unknown, 155 restoration modular conical stem; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not available.

Event description:
It was reported that patient's right hip was revised due to infection (pathology confirmed infection but did not identify the microorganism). Patient had presented with acute inflammation.